Event description:
Travel chair purchased in 1993 presents with the following problems: a) wheels do not roll freely. B) pt's foot gets caught between the wheel and the body of the chair. C) safety and security belts are not secure and don't provide optimum safety for user. D) head rest does not adjust to user, comes off easily and does not stabilize head. E) weight of chair is not user-friendly, contributing to caregiver injury.